Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during testing, the battery compartment was cracked and the ¿ok¿ button on the keypad was damaged and was intermittently responsive to user presses. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and a cracked and intermittently responsive ¿ok¿ keypad button. This report is made based on results of investigation completed on (B)(6) 2017.